Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the potential cable break and the loss of tip deflection. It was reported that, during device preparation, too much force was applied to the steerable guide catheter (sgc) +/- knob, which caused the sgc to have a suspected cable break. Extreme straightening occurred before placing the sgc on the wire. The device was not used in the patient. A new sgc was used to complete the case successfully. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported cable break appears to be related to the user technique. The user turned the knob with too much force which resulted in increased tension on the device, such that the cable broke. The reported mechanical issue of loss of tip deflection (unable to curve guide) was a secondary effect of the cable break, and therefore due to procedural conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.